Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The five additional perclose proglide devices referenced in describe event or problem are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with six proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, no suture was present when removing the needle plunger on two of the proglide devices (cuff miss). Attempts were made with four additional proglide devices; however, when retrieving the sutures after deployment, it was noted that the knot was outside of the patient anatomy. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported cuff miss was confirmed as a suture retrieval issue/link detachment. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.